Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - ni, device product code - ni, expiration date - ni, unique identifier (UDI) # - ni, date implanted - ni, date explanted - ni, initial reporter - ni, manufacture date ¿ ni.

Event description:
A patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to unknown reasons.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon the third-party review of x-rays received, wear of the acetabular liner, osteolysis and fractures of the greater trochanter were noted. It was reported that multiple devices were used during the procedure and may have cause or contributed to the adverse event. Zimmer biomet requested additional information on these devices from the customer; however, a response has not yet been received. If this information becomes available, a supplemental MDR will be submitted.